Event description:
Complainant alleged that during the incoming inspection of the product, the device did not give the appropriate "test ok" message when performing self test. The complainant indicated that there was no patient involvement in the reported failure.